Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. A gambro field tech has evaluated the prismaflex machine. The scales and pumps were tested and a simulated run performed with no problems. The machine was released for use. The customer reported that the software was upgraded from version 1.07 to 2.01. Gambro renal prods has requested the downloaded machine data files and a copy of the work order for further investigation. An investigation is ongoing. It is expected that the investigation will be concluded in q3, 2006. A final report will be submitted once the investigation is concluded.